Event description:
It was reported by the customer that a pyxis medbank system was unable to issue medication. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by patient profile misconfiguration. A technical support specialist indicated that the customer has read-only access and recommended that the customer to contact another administrator. Meanwhile, the medication has been sent to the facility and issued accordingly. The system functioned as intended after the technical support specialist investigated the device.